Event description:
Blood glucose device measured 895 mg/dl which is outside the reading range of the meter and customer had low glucose symptoms. It was reported controls were run afterwards and were found to be out of range. No actions were taken and no treatment was sought or received. A request was made for the return of the suspect device and replacement product was sent.